Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted +1.8v, +3.3v, +5v, and +5.4v power supplies. Additionally, the r781 driven ground resistor was thermally damaged. The root cause for the shorted power supplies could not be positively identified, but the damage likely resulted from high-voltage traveling to low-voltage circuitry due to the patient being externally defibrillated while the lifevest was actively monitoring the patient. Device evaluation of electrode belt (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a thermally damaged esd700 diode array and u204 processor on the distribution node pca. The root cause for the thermal damage could not be positively identified, but the damage likely resulted from high-voltage traveling to low-voltage circuitry due to the patient being externally defibrillated while the lifevest was actively monitoring the patient. No adverse event resulted from the damaged monitor or electrode belt. The damage to the device occurred after the patient was externally defibrillated. There is no indication that lifevest malfunctioned at the time of the ventricular arrhythmia, as the rate of the arrhythmia was not sustained above the prescribed treatment rate threshold.

Event description:
A distributor reported that on (B)(6) 2018, a (B)(6) patient was in sudden cardiac arrest while wearing the lifevest. Per the hospital staff, the patient was in atrial fibrillation (90-100 bpm) before degrading to ventricular tachycardia (vt) and eventually ventricular fibrillation (vf), approximately 190 bpm. Hospital staff waited but the lifevest did not administer a treatment. Hospital staff externally defibrillated the patient twice and performed CPR to resuscitate the patient. The hospital staff reported that the lifevest began alarming at the time the external shocks were administered. Following the external defibrillations, the lifevest no longer powered on. A review of device download data confirmed that the patient was in af before degrading to vt/vf. The patient transitioned in and out of vt/vf for approximately ten minutes before hospital staff externally defibrillated the patient. The physician-prescribed rate thresholds were sent to 200 bpm for vt and 200 bpm for vf. The ventricular arrhythmias were not sustained above the physician-prescribed threshold, so the lifevest did not enter the treatment sequence during the event. There was no death or serious injury resulting from the event. The lifevest was replaced, and the patient continued to use the lifevest.